Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced slow login. A technical support specialist dialed in to the es server, verified that there was no delay on login to the es webpage, and ran all device event reports for all stations and all medication, which generated within 10 seconds. The tss contacted the customer to confirm, and the customer reported that the issue was resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported when using the bd pyxis¿ es server, user mentioned that multiple machines had es server slow to login. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.